Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. It was reported that the pt was hospitalized prior to death and remained hospitalized until the time of death. The cause of death was unknown. It was unknown if pd therapy was ongoing until the time of death. It was unknown if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history logs revealed no device failure, malfunction was identified that could have caused or contributed to the reported event. Returned homechoice devices receive a returned instrument testing evaluation (rite) and the device was determined to meet electrical and functional product specification requirements. Internal & external visual inspections were performed with no issues noted. Analysis of the device pneumatic system revealed no leaks and all pressures were correct & stable. A short simulated therapy was performed and completed successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported event. Upon conclusion of the investigation, no failures, malfunctions, or abnormalities were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.